Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the pump's black box history showed that multiple pump reboot events had occurred. The returned battery cap was secured to the pump and was able to maintain an electrical connection. The battery compartment was intact with no cracks or damage observed. No moisture was observed in the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture were found on the power circuit. Unrelated to the initial allegation, the display screen was dim an discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.